Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, an info received from local sales rep that a curious frequency of revisions (two done early 2023, and other two scheduled for next july 2023 in two hospitals) of dynasty a-class liners due to high wear rate after 6 to 8 yrs post op. No enough info available regarding the already-done revisions, we will collect info and explants from the scheduled ones.

Manufacturer narrative:
Section h.6: medical device problem code has been added.